Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate, and that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer's blood glucose level ranged from 110- 120 mg/dl. Reportedly, the customer performed a supply change to address the issues.